Event description:
It was reported that there was high impedance, possible fracture and oversensing of noise on the lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
The lead was capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv pace impedance steady at 400 ohms through 2015-03-25, then begins to vary and have out of range (greater than 3000 ohms) measurements starting week of 2015-(B)(4). Lv tip to can impedance warning occurred on 2015-(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.